Event description:
Customer's wife called to report the hospitalization due to high blood glucose. The current blood glucose is 500 mg/dl. Customer experienced chest pains and highly dehydrated. The blood glucose reading at the time of the event was over 600 mg/dl. Customer fell prior to hospitalization. Diagnosed diabetic ketoacidosis. Customer is being treated with manual injections. During troubleshooting, time and date are correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.